Manufacturer narrative:
Fse checked and found that problem in power supply and main board bot part require for testing propose. After some days customer called fse and said machine working ok. Fse further visited hospital and checked the machine found machine working properly. It might be moisture remove in the machine that's the reason machine started. Fse checked all parameter and function of the machine working ok. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cs300 intra-aortic balloon pump (iabp) unit is not switching on. There was no patient involvement.